Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery surgeon used stem inserter to insert stem and he complained of the stem inserter sticking to the implant making it difficulty to remove the inserter from the stem after hammering into place. Inserter tip appears to be warn and mis-shaped. Patient consequences(if any): none.

Manufacturer narrative:
. Product complaint # (B)(4). Investigation summary ==> the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial meadwatch, a follow-up medwatch will be filed as appropriate.